Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported having a bladder infection, wasn't sleeping well, and had a bowel leak the day prior. Nine days later, patient reported having a bad leakage. Their battery was low and they were replaced with new batteries. They don't feel stimulation so assistance was given and stimulation was increased to 0.5v. No further patient complications have been reported as a result of this event.